Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision took place but it was not possible to reposition this lead as the helix would not retract and tissue was noted in the helix mechanism. A new lead was implanted. This lead will not be returned as the lead was discarded. No additional adverse patient effects were reported.